Manufacturer narrative:
Patient country: (B)(6). Common device name- tubes, gastrointestinal (and accessories). Knt. The reporter had no information which fecal management system (fms) was used when this incident occurred. It was either the fms protect (421630) or fms signal (418000) they were using for the patient. Based on the available information, this event is deemed to be a serious injury. It was noted that the incident may have occurred due to misuse of the device. Information for use: insertion of the device: inflate the balloon with up to 45 ml of fluid by slowly depressing the syringe plunger. With the insertion finger removed, the signal dome will indicate once the balloon has reached the optimal fill level for the anatomy. There may be cases where the signal dome will not indicate if the space in the rectum is large. Information for use: precautions and observations: as long as the patient is regularly and closely monitored at all times, patients may be seated for short periods, i.e.: for up to two (2) hours, as part of daily nursing care. During this period of seating, regular monitoring should be made to ensure the tubing is never blocked or kinked and to check for and avoid pressure damage to the anal/peri-anal region. For some patients, the length of the period of seating to avoid pressure damage to the anal/peri-anal region could be much shorter and the clinician should be alert to this possibility. As with the use of any rectal device, the following adverse events could occur: leakage of stool around the device; rectal/anal bleeding due to pressure necrosis or ulceration of rectal or anal mucosa; peri-anal skin breakdown; temporary loss of anal sphincter muscle tone; infection; bowel obstruction; perforation of the bowel. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date, no product part number or lot number has been provided. Therefore, we are unable to determine the specific third party manufacturing site. Both potential manufacturing site numbers are listed. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
It was reported the end user had been hospitalized due to a planned heart operation; however, complications due to pneumonia prolonged his stay that required intensive care. On (B)(6) 2018, the nurse who was to place the flexi-seal in the patient, performed a rectal examination. Nothing abnormal was identified. She filled the cuff with 25 ml water. On (B)(6) 2018, she filled the cuff with an additional 5 ml water into the balloon because of leakage. On (B)(6) 2018, there was a large amount of bleeding from the rectum. A doctor perform a rectal exploration and nothing abnormal was found. The product was removed after 2 1/2 days because of excess bleeding in the stool. The bleeding was so severe that the patient received extra blood, has a drop in blood pressure, and is taken to surgery in which they find a pressure ulcer. The ulcer is located in the rectal canal and is circular equivalent to where the balloon from the flexi-seal was placed. There is a concern that the balloon was placed in the rectum canal and not in the rectum cavity. Per follow up information provided, the end user did not have any further rectal bleeding upon discharge from the hospital.